Event description:
A malfunction was reported on a customer's pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections as a backup therapy, and a replacement pump with updated software was sent.